Manufacturer narrative:
Additional information was received that the location of the infection was at the lead site. The patient underwent a procedure wherein the infected area was opened and irrigated.

Event description:
A report was received that the patient had developed an infection. Symptoms include redness and pus. The physician did not believe that the infection was device or procedure related. The patient was prescribed antibiotics.

Event description:
A report was received that the patient had developed an infection. Symptoms include redness and pus. The physician did not believe that the infection was device or procedure related. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2352-50 serial #:(B)(4) description:linear 3-4 lead, 50cm model #:sc-3138-25 serial #:(B)(4) description:scs phiii ext 25cm.